Event description:
Patient report back to back tests performed (within 10 minutes) on their ss meter using separate finger sticks were 173, 151 and 133 mg/dl (26% difference). No symptoms were reported. Control solution test was in range. On follow-up, pt confirmed the above information and said they were comfortable with their meter. Lfs rep reviewed importance of cleaning meter and using control solution. There was no allegation of harm.